Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). Three (3) used caresites and 1 competitor valve without packaging attached to 4 bard huber plus extension sets with packaging were returned for evaluation. Visual examination of the caresites noted no visual defects. Cracks were noted on the female end of 2 bard extension sets. The caresites were leakage tested per specification and passed. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, a few hours into infusion cracking was noted on the bard female where caresite attached causing chemo (taxol) leakage. No patient injury.